Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the issue, replaced the data acquistion (da) printed circuit board assembly (pcba), and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device indicated a high flow error on the screen while it was being prepared for a patient and did not allow the customer to continue. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer had to use another ventilator. The customer called technical support to report that the device indicated a high flow error on the screen while it was being prepared for a patient and did not allow the customer to continue. The remote service engineer (rse) assigned a field service engineer to go on-site to repair the device. The investigation is ongoing.